Event description:
It was reported that the patient felt "punches under the rib cage on the left side." Per follow up with the physician's office there were high thresholds on the right ventricular (rv) lead and an appointment for lead revision is currently scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.